Event description:
Ous MDR - after an implantation period of about 62 months, aborted autocap charges were detected. It was decided to replace the ICD. The device was returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt the device was interrogated, revealing the battery status mol2, 320 charging cycles with at least 317 aborted automatic cap reformations were recorded to the device memory. The memory content of the device was inspected. During the inspection of the available iegms noise was observed in the ventricular as well as the far-field channel on (B)(6) 2014, leading to one aborted charging cycle .in a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging of the defibrillation shock was aborted. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module damages to a component of the electronic module were noticed. This kind of damage is a consequence of a charging cycle in the presence of strong external magnetic fields, such as used in magnetic resonance imaging. Due to this damages the charging of the defibrillation shock was impaired. In consequence of the impairment of the charging the periodic automatic cap reformation could not be performed properly, leading to the repetition on a daily basis and finally to the large amount of documented aborted cap reformations.furthermore, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Based on the analysis results, the ICD was most probably subjected to a magnetic resonance imaging without prior deactivation of anti-tachycardia therapy functions. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary high current condition. This induced high current condition may possibly lead to such rare events, like the observed damage of the electronic module. This does not represent a device malfunction. The analysis revealed no indication of a material or manufacturing problem.